Event description:
Customer reported a past low blood glucose event, which resulted in a visit to the emergency room and subsequent hospitalization (B)(6) 2025- (B)(6) 2025. Lowest blood glucose value during the incident was not verified but bg value displayed as "low"; and the event did not cause any injury or permanent damage. The issue was treated successfully. Cts recommended the customer consult with a healthcare provider to discuss factors affecting blood glucose levels.